Event description:
On (B)(6) 2010, pt reported there was insulin in the chamber of the infusion device. Pt stated it was enough insulin to pour out if the infusion device was turned over. Pt reported the infusion device has a leak in the chamber. Pt stated the device has had the leak since he received it. Pt reported he believes the source of the leak is the cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.